Event description:
It was reported that pump displayed malfunction message and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, received instructions on placing pump into storage mode, programming settings into replacement pump, and reconnecting continuous glucose monitor, and technical support arranged replacement pump shipment and instructed customer to return malfunctioning pump using prepaid label within 10 days.